Manufacturer narrative:
Additional data: device evaluation-lens was returned dry in a small centrifuge vial with clear surgical residue/debris on product. Visual inspection found foreign material (clear residue) on lens surface, and missing piece of haptic. The residue makes the lens look cracked or scratched. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged with a shorter lens and the problem was resolved. The surgeon noted "vault reduced very well and eye looks quiet now" on patient's last visit on (B)(6) 2017.